Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the tubing came loose (separated) from the bung at the end¿ on an extension set with a one-link connector. This was identified during a patient infusion when the patient rolled over and the lumen part of the device got caught underneath the patient and snapped off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed the tubing had separated from the female luer. Closer inspection was performed and observed that the tubing had the applicable solvent mark in the area. No other obvious defects were observed. No functional testing was performed due to the condition of the returned sample. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which revealed that the tubing was separated from the female luer. Due to the nature of returned sample no other test was performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.